Event description:
During a supraventricular tachycardia procedure, the catheter shaft fractured, exposing the internal components after being maneuvered. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 6f, quadripolar, crd, supreme ep catheter was received for evaluation. The reported shaft fracture was confirmed. The shaft of the catheter was noted to be separated between the grey and black braided shaft portion due to an inefficient bonding technique.